Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs interface cable shipped to site 10/20/2016. No parts have been received by manufacturer for analysis. On 11/04/2016 a medtronic representative performed an imaging system check-out and replaced umbilical cable. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system had a broken umbilical cable and connection was broken. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to a physical damage issue. The cable did not pass visual inspection. The lemo connector was broken, and the connector was out of round. The tester was unable to install the cable into bench test fixture for bench test. The reported event was confirmed.